Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Contract manufacturer: dexcom inc. (B)(4).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a cgm (dex 007) issue. It was reported that the ant icon appears in place of cgm reading for more than three hours while the cgm was in range. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in the user missing their blood glucose (bg) trending and failing to react to any potential bg excursions.

Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 8/12/2017 with the following results. Complaint was verified in history, but not reproduced in testings. No defect was found. Cgm history shows ¿no antenna¿ warning. ¿ant¿ warning is defined as pump/transmitter communication interruption. Test transmitter was paired with the pump correctly. Bg calibration of 120 mg/dl was accepted in both attempts within 2 hr. 3-pump and transmitter ran over night with a steady reading of 115 mg/dl within +/- 20%. No¿ant¿ icon or any eaw occurred during the investigation, the pump¿s cover was removed, no intermittent condition was found to the cgm module or to the pcb. Correction to model number: the model number for this product is animas vibe insulin pump.